Event description:
It has been reported to philips that the equipment cannot be exposed during use and has a low load rotor problem. The system was noted to be in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that device cannot expose intermittently. After reviewing the log file, fse found that the flow switch of clm defect. Fse replaced the replaced anode drive unit, add cooling oil in cooling unit. After replacing the anode drive unit and refill of colling unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.